Manufacturer narrative:
This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that architect hiv ag/ab combo testing was performed on a couple. One of the partners generated (B)(6) results. The other partner generated a (B)(6) result of (B)(6). This result was questioned. The patient that generated the (B)(6) result was retested 4 days later and a (B)(6) result of (B)(6) was generated. There was no report of impact to patient management.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, in-house testing, field data review, a design history record (DHR) review, a search for similar complaints, and a review of labeling. Return material was not available. A sensitivity testing protocol was executed using lot 83227li00 which met acceptance criteria and determined the reagent is performing acceptably. An analysis utilizing customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for list the architect hiv ag/ab combo assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results consistently therefore determined the reagent is performing acceptably. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hiv ag/ab combo assay, list number 04j27, lot 83227li00 was identified.